Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1c8p6, implanted: (B)(6) 2017, explanted: (B)(6) 2017.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported by the patient¿s friend that the patient had an infection at the pocket site and had the ins and lead completely removed and a new system was implanted. No further complications were reported or are anticipated.